Event description:
Lancets in 2 separate boxes have 2 different size bases. Lancets from one box will fit into finger pricking device; lancets from another box will not fit into the device. Although the lancets differ, each box bears the same log number.